Manufacturer narrative:
Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, an error code had occurred indicating baseline flow and a power supple issue. Troubleshooting was unsuccessful and procedure was aborted. A service request was scheduled. The patient was under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
Product event summary: console (B)(4) parts, data files, and field service engineering report (fser) were returned and analyzed. Data files did not show any system notice but showed high baseline flow on ready mode prior to the last application. The power up test error records showed for the date of (B)(4) 2015 that seventeen occurrences of power up test. Among these, nine power up test failed due to a system notice indicating that there was a problem with the system (system notice 11200). Description of these codes is that the system state test (ss) failed due to a vacuum pump failure. For these nine events, the reading of pt6 (pressure transducer) and the flow varied. A pathway for the air in the evacuation section of the console system plumbing might exist. The check valve (cv4) might have failed open. Visual inspection of the check valve (B)(4) showed that the cv4 was intact with no apparent issues. The console failed the mechanical performance due to high baseline flow. On passive scavenging the baseline flow was high and air flow was noticed at the scavenging hose outlet. The console was not performing as expected, providing an alternative route for the gas in the evacuation section of the console system plumbing. The cv4 was not properly closing. Further visual investigation revealed that the poppet was stuck open and there was the presence of grease on the top surface of the cv4 body, the bottom of the bonnet and on the poppet. Visual inspection of the power supply (B)(4) showed that the power supply was intact with no apparent issues. The power was energized and with no load, the voltage across the output terminals was measured. All the voltages were off (0 volts), along with the rear cooling fan off. The power supply was defective. Per the fser, the power supply was not outputting any voltages. Once the power supply was replaced, the unit powered on and was adjusted accordingly. A couple manual power up cycles were conducted and the power supply voltages held steady. Additionally, after the unit was powered on, the baseline flow icon appeared. It was verified that there was a high flow going through the flow meter while the system was in an idle state. The flow issue was resolved by replacing the cv4, and adjusting the flow meter accordingly. In conclusion, the reported issue of low baseline flow and a power supply issue were confirmed through testing and data analysis. The check valve (cv4) failed the inspection due to presence of lubricant and the power supply failed the inspection due to power off. The console was tested and deemed appropriate for clinical use after repairs.